Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive. The root cause of the ua07 was the failure of single point load cell #1. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message at power up, confirming the reported complaint. The load cell characterization test determined that single point load cell #1 was defective (output reading values were over-reported). Single point load cell #1 was replaced to remedy the reported complaint. Subsequently, the load cell characterization test was performed and the results indicated that both load cells function within the specification. The platform was tested using the large resuscitation test fixture (lrtf) until the battery was completely discharged, with no faults or errors detected. Following service, the platform passed the load cell characterization test and run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The crew switched to manual CPR. No further information was provided. No patient care was affected. After the event the zoll rep. Tested the platform with multiple lifebands with the same result. The drive shaft was set to the home position and displayed 0000.